Manufacturer narrative:
Method: device not returned. Sales rep has made additional phone calls, office visits and sent an email to the health care provider. However, no additional information has been provided. No patient information reported. The device history record (DHR) review is in progress.

Event description:
The following information was learned from the (B)(6) in (B)(6), held on (B)(6) 2012: reportedly, a corevalve was implanted in an existing carpentier ew bioprosthesis 23mm, which was only implanted 6 months ago, due to degeneration. The valve had a high gradient on the basis of 2 "bulky/clumpy" leaflets.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of: calcification, non-calcific degeneration, dehiscence and/or fibrosis. The surgeon indicated in his initial report that the valve-in-valve procedure was initiated due to "degeneration" of the bioprosthesis. Despite repeated attempts to contact and to meet with the surgeon, no additional information has been provided. Without feedback from the customer, since this device remains implanted, we are unable to determine the root cause for this event.